Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing high blood glucose (bg) levels (300 mg/dl) with a trace of ketones for a couple of days. Insulin injections were administered to address the bg level. The cause of the high bg was not known. As the high bg had occurred in the past, tandem technical support advised the customer to discuss the events with a healthcare provider.